Event description:
It was reported that 2-3 days post op the patient presented with the zip device ripping and slipping out of place. The device was removed, and a new device was placed over the surgical site.